Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was detached near the lap joint section. The guidewire exit port and tip were in good condition. Based on the evidence, the as reported code of tip detachment of device can be confirmed.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the tip broke off. The procedure was completed using an alternative device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the tip broke off. The procedure was completed using an alternative device. There were no patient complications.